Event description:
It was reported that the right ventricular (rv) lead impedance has increased and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) impedance measured 413 to 499 ohms week ending (B)(6), climbing to 838/1146 ohms week ending (B)(6). Max impedance of 1458 ohms. No low or high impedance paces. Five short v-v intervals. The analyst commented ventricular capture management (vcm) measured thresholds between (B)(6) 2012; threshold varies between 1 and 1.75v average, 1.25 to 2.25v max threshold. Rv impedance 413 to 499 ohms week ending (B)(6) and climbing to 838/1146 ohms week ending (B)(6). Max impedance of 1458 ohms. No low or high impedance paces. There was five short v-v intervals. Three mode switch episodes, (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.